Event description:
It was reported that intraoperative, the blade broke while being used on the patient. There was no injury reported as a result of this event. Requests for additional information were made with no additional information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device was discarded by the customer. Therefore, a product analysis was not performed.